Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a 80% stenosed, moderately calcified, moderately tortuous, de novo circumflex (cx) lesion. The lesion was predilated with a 20 mm maverick balloon. The physician then deployed the taxus express2 8.8% 2.5 x 24mm drug eluting stent. The balloon was inflated at 16atms for 16 seconds. The physician pulled negative and saw shadowing indicating that not all of the contrast had been withdrawn and the balloon was not completely deflated. The physician performed several more inflations and deflations with the inflation device, and the balloon would not completely deflate. The physician then attached a 20 cc syringe of saline in an attempt to deflate the balloon. After approximately ten minutes, the balloon was deflated as was removed from the stent. A 2.5 x 16mm taxus express2 8.8% drug eluting stent was then placed proximally with success. There were no pt injuries or complications.